Event description:
It was reported during device interrogation that the lv lead was "partially inoperative". The lv lead was capped. During the revision procedure, 2 new lv leads with unknown model and serial numbers were attempted to be implanted, but the patient's anatomy was "not sufficient for placement". The leads were not implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined. Two lv leads were reported without model or serial number.